Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side a "ruptured" implant which "turned green and stuck to the breast tissue - which needed to be cut away," and "one of the breasts [is] hanging down." Patient additionally reported non-device related events as follows: "since receiving the implants [patient] has had a number of health issues including chronic migraines," and "unexplained sleepiness." The device has been explanted.